Event description:
On (B)(6) 2011, the nurse reported that the screen was not responding. Screen display said "insert pin" and the bed would not acknowledge that the pin was pushed in. There was no injury reported.

Manufacturer narrative:
On (B)(4) 2011, the bed passed quality control (qc) checks and met specification prior to pt placement. On (B)(4) 2011, evaluation of the bed revealed that wiring was obstructing the lock pin interface and confirmed the customer complaint. If the lock pin interface is obstructed, the bed would not be able to rotate to the prone position. The wiring was re-routed to prevent interference during the lock pin travel. The bed was then able to pass qc checks and met specifications.